Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient had increased pain. The physician stated that telemetry had confirmed a critical alarm. The pump and catheter were replaced. The patient recovered without sequela. The medications being delivered via the device system were morphine, dilaudid, prialt and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.